Event description:
(B)(4). Initial report: this case was reported by a physician and involves a female patient. She had been treated several times with poly-l-lactic acid (sculptra), start: (B)(6) 2007. Six weeks after the last treatment, the patient developed tactile nodules (deep inside, location: application area nos). Outcome: ongoing at the time of the report. Further information: in temporal relationship with the last treatment, the patient was treated with antibiotics for bacterial infection. Concerning this treatment, the patient showed a bad compliance. Additional information received on (B)(6) 2009. Assessment after (B)(4) investigation: batch record review without hint to root cause; conclusion: no faults detectable. Additional information received on (B)(6) 2009. Addendum provided by physician: this case involves a (B)(6) female. On (B)(6) 2009, she received her last application of poly-l-lactic acid (sculptra, overall 7 ml, application site: face, batch-no. 1a8024). Used local anesthetics: prilocaine / lidocaine ointment. Starting in early (B)(6) 2009, the patient suffered from tactile and partly visible nodules at injection site. Corrective treatment included aqua ad inj., appr. 0.2 ml s.c. On (B)(6) 2009. Outcome: ongoing. Medical history includes a severe infection in (B)(6) 2009 (suspicion of pneumonia) which was not treated with antibiotics.